Event description:
It was reported that a user experienced elevated glucose readings up to 255 mg/dl after a dexcom g7 sensor expired, during which the ilet entered bg run mode and continued insulin delivery per its learned algorithm with required manual fingerstick entries for up to 72 hours; a new g7 was applied and warming up during the interaction, and education was provided that insulin delivery continues after sensor expiration. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued therapy with education provided. Investigation included troubleshooting and user education. Investigation of this case revealed the pump operated as designed in bg run mode with continued dosing based on the learned algorithm when cgm data was unavailable. It was concluded that the device functioned as intended with no device malfunction identified.